Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review demonstrated that there is marked superolateral subluxation of the prosthetic femoral head within the acetabular cup secondary to advanced polyethylene liner wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implanted date: initial surgery year - 1997. Concomitant medical products: unk ringloc cup, unk liner, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05373 and 0001825034-2018-05374. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is being scheduled for a revision due to instability and pain approximately 21 years post initial right hip surgery. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.